Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an overload fault error message. This error may caused the system to shutdown. There is no report of injury or death associated with the event described in this complaint.